Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer indicated they were receiving zeros for multiple tests intermittently for an estimated 10-15 samples. The customer provided data for 13 samples. It was then determined that the customer received questionable results for albumin gen.2 (alb), total protein gen.2 (tp), calcium gen.2(ca), creatinine plus ver.2 (crea), urea/bun (bun), bicarbonate liquid (c02) and glucose hk (glu) on those 13 samples. Of those 13, it was determined that one sample had erroneous results for alb that had been reported outside of the laboratory. The initial alb result was -0.1 g/dl, which was reported outside of the laboratory as <0.2 g/dl. The sample was repeated and generated a repeat result of 4.3 g/dl. The customer deemed the repeat result to be the correct result. The customer called the correct result to the physician about 20 minutes after the initial result was reported out. There was no adverse event. The lot number of the alb reagent in use was 68871301, with an expiration date of 12/31/2014. Customer support instructed the customer to clean the sample probe. The field service representative indicated that this action fixed the issue. He checked the gear pump pressure and incoming water pressure. He also checked the cell rinse level and the sample probe rinse, which were good. He also performed a precision run.